Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 9 7754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported the patient had a ¿bad spill¿ and they suddenly twisted. Following the fall they began to have pain on their right side and were waking up sore. They also had no stimulations sensation on their right side despite increasing the amplitude to 2.40v then 6.50v. The left side seemed like it was ¿fading¿ and that it would also ¿kick real good¿ when they moved a certain. Later in the call the patient noted the left side was ok and they could feel stimulation and adjust it as necessary. No intervention or outcome was provided however additional information has been requested and if received a follow-up report will be sent.